Manufacturer narrative:
No product was provided for analysis. As reported by the customer: 'when changing the wire from a 14 volcano to an 18 wire overlying balloon catheter, medtronic in.pact pacific paclitaxel eluting size 5/120/130, tear off the flexible non-coated tip of the 014 wire with subsequent outflow into 2 dital lower leg arteries with one (ata) being laid distally.'' There was also additional information provided, which noted that 'the tip of the wire was cut of by the phoenix cutterhead. The tip floated distal and blocked the vessel a.fibularis completely. Patient was on intensive care afterwards.'' It was also stated that 'after being on intensice care for some hours, patient could go home. But the wire tip is still in his arteries somewhere''. Based on the evidence presented by the picture and additional information it is "unknown/unclear due to insufficient information" what may have impacted on the event as reported. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, "device forced against resistance", "excessive force used", "device used at sub optimal indications", "excessive force", "inexperienced user", "unanticipated user error" and/or "improper handling" appear to have impacted on the event as reported.

Event description:
When changing the wire from a 14 volcano to an 18 wire overlying balloon catheter, medtronic in.pact pacific paclitaxel eluting size 5/120/130, tear off the flexible non-coated tip of the 014 wire with subsequent outflow into 2 dital lower leg arteries with one (ata) being laid distally. Further information is also available from (B)(6). Dr. (B)(6).